Event description:
It was reported that a piece of the extraction bag broke off and ended up loose in the patient. Piece has been found, but there was a sharp, needle-like piece on the end.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The returned defective device was examined , and the reported defect can be confirmed. It was returned closure loop only. The root cause of this complaint was determined as improper manipulation with the bag during bag removal - IFU was not followed during bag removal. During removal of the bag from the patient the closure loop is broken. This can be cause in case that the closure wire is grasp on the protective tube of the closure wire instead the outside closure loop. As the root cause of this complaint was determined improper method of use, no corrective/preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a piece of the extraction bag broke off and ended up loose in the patient. Piece has been found, but there was a sharp, needle-like piece on the end.